Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version #: 2.1.0 e0118: brain bleed e2401: pupils unresponsive f12, f21: brain bleed, pupils unresponsive h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that "over the weekend," a transsphenoidal surgery was scheduled for the evening. The patient was experiencing increase in symptoms so surgery got moved up. The surgeon believed the tumor may have hemorrhaged causing the additional pressure the patient was experiencing. While performing surgery, everything was going routine and as expected, but they experienced bleeding that was considered a bit more than expected. The surgeon had slight concerns with what they saw, but by the end of the procedure, everything was dried up and surgery seemed successful. They sent the patient down to CT, noting the patient may need to come back based on what they see. It was later reported that it appeared that the bleeding had traveled to the back of the brain, and when they checked the patient's pupils, they were nonresponsive. No allegation or accusation was made against a medtronic device. It was noted that there was no delay to the procedure.

Manufacturer narrative:
H2/h6: the software analysis was completed. Analysis found that there was insufficient information to determine the cause of the issue. Codes b01, c19, and d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.